Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed that the luer plug was damaged/broke and liquid was inside the buretrol chamber. The reported condition was verified only in the photo sample. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set had a broken tubing. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured in december 2024. H11: the actual device was not available; however, a photograph of the sample and retained samples was evaluated. A visual inspection of the photograph observed a crack at the level of luer plug component. However, visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. The retained samples were leak-tested, and no leaks were observed. The reported condition was verified only in the photo sample. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.